Event description:
It was reported that this right ventricular (rv) lead has been explanted due the patient suffering from an infection. The device has been returned and is pending analysis. No additional adverse patient effects were reported.